Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. It is unknown if there was any patient harm. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. Tse recommended to replace the touch frame. Covidien was not authorized to service the device.